Manufacturer narrative:
The results of the jjpi applied research group evaluation are as follows. Devices were revised due to progressive medial, lateral, anterior, and posterior instability of the pt's right knee. Observations noted during surgery included tibial polyethene wear and loosening of the intramedullary stemform the femoral component. Also noted by the surgeons was the fact that the distal femoral component was grossly loose while the intramedullary stem loosening, polyethylene wear) could not be established by the evaluation of the explants. No material or mfg defects were evident. Jjpi considers this file closed.

Event description:
The cam of the femur appeared to be jumping the insert's tibial spine. The junction of the femoral stem and femoral component appeared to have loosened. The condyles of the tibial insert were worn. Revision surgery was performed on july 18, 1997, to correct the problem.